Event description:
It was reported to philips that the system did not boot up completely. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse identified suite pc software issue. To resolve the issue, the fse reinstalled the software on the suite pc. After software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.